Event description:
It was reported that a patient presented with their right ventricular (rv) lead and right atrial (ra) lead sensing levels below the recommended safety margins, simultaneous atrial sensing and ventricular sensing and potential loss of capture. Follow-up was conducted which revealed that the patient had been lost to follow-up and their implantable cardioverter defibrillator (ICD) had triggered elective replacement indicator (eri) with the battery voltage below elective replacement voltage. The right ventricular (rv) lead had triggered an alert for high thresholds not long after implant, and it was thought that the rv lead had dislodged at this time resulting in the small r-waves and high thresholds. The ICD and rv lead were extracted and replaced, while the ra lead remains in use. No patient complications have been reported as a result of this event.